Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on april 6, 2017. Upon further investigation of the reported event, the following information is new and/or changed: (additional device information - added exp date), (date received by manufacturer) , (indication that this is a follow-up report), (follow-up due to additional information and device evaluation) , (device evaluated by manufacturer) , (device manufacture date), (B)(4). The returned sample was visually inspected, during which it was found that the tubing had torn on the manifold line. Tubing still remained bonded within the l-shaped connector, but the tear occurred right where the tubing exited from within the connector. The portion of the tubing that still remained bonded within the connector shows that it had been assembled correctly. Due to the tear being located right at the location where the tubing exited the connector, it is likely that a shock force was applied to the tubing at the joint, causing the tubing to be torn in two. A retention sample from the same product code/lot number combination was visually inspected and confirmed to have no damages. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4). Results: results pending completion of evaluation. Conclusions: conclusion not yet available-evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular that during out of box, the tubing was not connected next to the red stop cock that was broken off in the manifold. No patient involvement as this occurred during out of box.